Event description:
It was reported that this pacemaker was unable to be interrogated. Troubleshooting was performed but the issue was not resolved. Technical services (ts) recommended placing a magnet, however, no response was elicited. The field representative stated that this device had 2 years of battery left. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was interrogated and found to be operating in safety mode and memory corruption was identified. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The device was reset, using an engineering tool, to primary operation. The battery was forwarded for detailed testing; however, despite analysis, the root cause of the inability to interrogate this device in the field, corrupted memory, and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker was unable to be interrogated. Troubleshooting was performed but the issue was not resolved. Technical services (ts) recommended placing a magnet, however, no response was elicited. The field representative stated that this device had 2 years of battery left. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was interrogated and found to be operating in safety mode and memory corruption was identified. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The device was reset, using an engineering tool, to primary operation. The battery was forwarded for detailed testing; however, despite analysis, the root cause of the inability to interrogate this device in the field, corrupted memory, and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker was unable to be interrogated. On the on the monitor it showed the patient to be in 2:1 heart block with a rate in the 40 bpm range. Troubleshooting was performed but the issue was not resolved. Technical services (ts) recommended placing a magnet, however, no response was elicited. The field representative stated that this device had 2 years of battery left. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.